Event description:
On (B)(6) 2014, it was reported that the patient has an increase in seizures. The vns was interrogated and found to be functioning properly. Diagnostics showed dcdc of 2 and it was not at eos. The physician¿s assistant suspected that the vns battery life was causing the increase in seizures. The patient¿s settings were ¿low therapeutic¿ and therefore he increased the output to 1.5ma. Good faith attempts for further information from the physician¿s assistant were made but no additional information was received.

Event description:
Additional information received revealed that surgery will not occur as the device is still functioning.